Event description:
It was reported that when the physician positioned the wand on the device, it was not possible to interrogate the device. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to premature battery depletion. The device was tested on the bench and on automated testing equipment and no high current drain sources were found. The battery was returned to the manufacturer for analysis. No anomaly was detected. The cause of the premature battery depletion could not be determined.